Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that allegedly the front case keypad of the two pcu modules will be replaced.

Event description:
It was reported that allegedly the front case keypad of the two pcu modules will be replaced due to unable to turn on.the customer confirmed that there was no patient involvement.

Event description:
It was reported that allegedly the front case keypad of the two pcu modules will be replaced due to unable to turn on. The customer confirmed that there was no patient involvement.

Manufacturer narrative:
The customer reported complaint of pcu modules will be replaced due to unable to turn on was confirmed. An internal inspection was performed. Each layer of the front cases was removed and inspected for anomalies. Signs of fluid ingress was visible on received keypad. Previous cad failure investigations have identified this issue associated with fluid ingress entering the keypad resulting in contaminated keypad traces. Consequently, the keypad circuit layer. Becomes damaged, creating an open or short circuit producing unresponsive keypad keys when corresponding keys are pressed. Testing: maintenance keypad test: a keypad test was performed on the returned keypad using cad pcu test fixture. The keypad was installed on the test fixture, powered on and placed in maintenance mode. Keypads that fail to power on the cad pcu test fixture with the system on key had the test fixture keypad utilized to power on in maintenance mode for completion of keypad testing. Electrical failure ¿ design. Device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated. H3 other text : only the front case assembly with keypad was provided for investigation.